Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect toxo igg assay did not identify an increase in complaint activity related to the complaint issue. The ticket search by lot could not be performed since the lot number is unknown. Review of the device history record did not identify any nonconformances or deviations associated with the list number 06c19 and complaint issue. The overall performance of architect toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the current lots on market are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect toxo igg reagent, lot unknown, was not identified.

Event description:
A false reactive architect toxo igg result generated on an architect analyzer for one patient sample. The following data was provided (architect toxo igg reference range: < 1.6 iu/ml nonreactive, 1.6 to < 3.0 iu/ml grayzone, >/= 3.0 iu/ml reactive): tested on (B)(6) 2025, sid (B)(6): toxo igg result on the architect = 24.6 iu/ml. Toxo igg result on the alinity = 22.7 iu/ml. Toxo igg result on the vidas = nonreactive. There was no impact to patient management reported.

Event description:
A false reactive architect toxo igg result generated on an architect analyzer for one patient sample. The following data was provided (architect toxo igg reference range: < 1.6 iu/ml nonreactive, 1.6 to < 3.0 iu/ml grayzone, >/= 3.0 iu/ml reactive): tested on (B)(6) 2025, sid: (B)(6): toxo igg result on the architect = 24.6 iu/ml. Toxo igg result on the alinity = 22.7 iu/ml. Toxo igg result on the vidas = nonreactive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number: 6c19-25 that has a similar product distributed in the us, list number: 6c19, with 510k/PMA/bla number: k210596.